Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2013, the patient underwent a posterior lateral arthrodesis only at l2-3, l3-4, l4-5, l5-s1 removal of posterior nonsegmental hardware across the single inner space at l4-5, posterior lumbar segmental instrumentation implanted at l2, l3, l4, l5 and s1. Spinal stereotaxy, complete laminectomy with bilateral recesses l2-3, microscope, same incision bone graft harvest, single small dose of bone morphogenic protein posterolaterally for pseudoarthrosis. Hardware implanted: pedicle screw instrumentation with crosslink. Preoperative diagnosis: lumbar pseudoarthrosis following fusion l3-4 and l5-s1, severe lumbar stenosis l2-3, neurogenic claudication, bilateral flailed feet and severe neural foraminal compromise at l5-s1. As per op notes: ¿the pedicle screws at l4-5 were exposed. The inter-spinous process spacer device below the spinous process of l2 was exposed, it was floating above l3. There was no bone below the inter-spinous process spacer and it was completely removed without difficulty.¿¿¿we then decorticated the facet joints at l2-3, l3-4, l4-5, l5-s1 for our posterolateral arthrodesis at l2-3, l3-4, l4-5 and l5-s1. We then placed bone autograft and a single small dose of bmp from l2 to s1. The sacral ala had been thoroughly decorticated as well. A large amount of bony allograft had been placed.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.